Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Patient underwent surgery on (B)(6) 2013. After the surgeon finished placing 4 zipfix wires transdermally into the manubrium, it was noticed that the 3rd zipfix from the top was loose. The physician's assistant tested the zipfix with a hemostat and it out immediately. The surgeon decided not to replace the zipfix, leaving the patient with a total of 3 in place. Surgery was not prolonged and there was no adverse effect to the patient noted. Post-surgery, the sales consultant tested the zipfix and reported that it seemed as if the teeth were not high profile enough allowing it slid back and forth prior to sliding into place. This is report 1 of 1 for complaint (B)(4).